Event description:
It was reported that a fracture of the right atrial (ra) lead was suspected. The lead was explanted and replaced. The right ventricular (rv) lead was electively replaced during the procedure, returned to the manufacturer and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a distal portion of the lead was received measuring 43.5 cm. Analysis found the inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo, there was blood on the proximal conductor of the lead and it was not obstructed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) and cosmetic esc (environmental stress cracking) while in vivo. Product ID: 4068-45 implantable pacing lead implanted: (B)(6)1999